Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of a wedge segmental resection procedure, the reinforced reload could be used normally, but at the second firing, there was a crack sound and the device could only fire until halfway. Oozing bleeding occurred as a result of the issue. Although the handle and the reload were replaced many times, the same event occurred, so finally the suture was completed by hand.